Event description:
It was reported that a user of the ilet experienced hyperglycemia with the pump displaying ¿high¿ glucose while disconnected, after having administered lantus approximately 70¿80 minutes earlier and then reconnecting per guidance; the user employs a contact detach infusion set and a dexcom g7 sensor, and insulin delivery was resumed with follow-up planned to confirm glucose decline. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and user education by the clinical team and agent, including reconnection guidance and monitoring for glucose reduction. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.